Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after an angioplasty procedure. Reportedly, there was a hole in the diaphragm of the sheath of the starclose se device and it was difficult to split the sheath. The device was manipulated, and the sheath split completely. Hemostasis was achieved with the clip of the starclose se device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.